Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had unloading problem. After firing, the articulated cartridge did not move to the neutral position and did not move at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had unloading problem. After firing, the articulated cartridge did not move to the neutral position and did not move at all. New device was used to complete the case. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was fully fired. The reload was returned still attached to an adapter in an articulated position. The reload was easily removed after being returned to a neutral position. One single use loading unit (sulu) lug on the proximal reload adapter was damaged. The articulation flag was found to be bent. Functional testing of the reload could not be performed due to the damage to the adapter and articulation flag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Replication of the damaged articulation flag can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.